Event description:
New etq created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint. -patient was revised to address pain. Doi: 2006 - dor: (B)(6) 2011 (right hip). **update** (B)(4) 2013- patient seeking legal action. Pfs and medical records received from legal. The correct doi was provided, (B)(6) /2006. Pfs alleges that the patient suffers from noise, discomfort, pain, difficulty ambulating, and elevated metal ions. **update: (B)(4) 2013 - litigation papers received. Lot information has been identified through an invoice search. **update** (B)(4) 2013- upon medical record review by a medical professional, corrosion was noted. The stem has now been added. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges dislocation, metal wear and metallosis. Doi: (B)(6) 2006; dor: (B)(6) 2011 (right hip).